Event description:
It was reported by the caller, a clinical account specialist, that a pericardial effusion was discovered after completing all the pfa lesion, and noticed that the blood pressure had dropped. They checked with ultrasound and found a significant effusion. The caller reported that the medical intervention provided was a pericardiocentesis and sternotomy to repair the right ventricular apex. The patient's last known status was stable. The caller stated that a third party deca-polar catheter may have been the cause according to the physician. The bwi product in the body was. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).